Manufacturer narrative:
Reference MFR report # 0002916596-2014-00300 for the report of the pump exchange due to suspected thrombus. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years. (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with an lvad on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2017 due to suspected device thrombosis. The patient presented from the clinic with sub-therapeutic inr, nausea, and cough. The previous two weeks, the patient experienced nausea and then the development of non-bloody emesis immediately following eating. The patient had difficulty keeping down medications. The patient also reported abdominal pain in the epigastric region and bilateral flanks. The patient had some concerns regarding constipation and last non-bloody solid bowel movement (bm) was 2 days prior. It was reported that there was improvement of the abdominal pain over time. The patient reported generalized discomfort, myalgia, and increasing edema in left lower extremity. The patient reported compliance with outpatient diuretic regimen. The patient denied significant change in chronic orthopnea and reported baseline dyspnea on exertion. A transthoracic echocardiogram (tte) was performed on (B)(6) 2017 and revealed the aortic valve opening with every cardiac cycle and the septum bowing to the left. The patient¿s left ventricular ejection fraction was 35% and there was mildly increased left ventricular wall thickness. There was mild diastolic dysfunction with an impaired relaxation pattern and normal left atrial pressure. Trace mitral valve regurgitation was present along with mildly dilated left atrium. The aortic valve was tricuspid and thickened and there was trace aortic valve insufficiency. There was mild-moderate tricuspid regurgitation. The patient¿s right atrium was mildly dilated and right ventricular cavity size was moderately enlarged. The patient had moderately reduced right ventricular systolic function. It was reported that there were numerous low flow alarms observed on the patent's' lvad system controller interrogation, and the patient had an unspecified elevated lactate dehydrogenase (ldh), and the lvad clinicians were concerned for device thrombosis. Aspirin and dipyridamole were continued. Coumadin was held, and the patient was heparinized and admitted for further management. It was reported that due to significant evidence of clot formation, the patient¿s prior need for pump exchange and evidence of hypoperfusion with acute kidney injury, it was decided to proceed with tissue plasminogen activator (tpa). Tpa lysis proceeded without bleeding complication or neurologic deficit. The ldh remained elevated, but down-trended over time, and device flow remained ¿excellent¿. Several additional low flow alarms were generated, but were reportedly thought not to be clinically significant. The remainder of the patient¿s course while admitted in this regard was spent on a heparin bridge while coumadin was re-started. It was reported that the patient also experienced hypertension with variable return to flow values on measurement. The values often were outside a goal range of 80-90 mmhg and intermittently could be as high as 120 mmhg. The patient¿s antihypertensive regimen was intensified with increased nifedipine and hydralazine doses, and the majority of measurements subsequently trended to within target range. The patient also had a history of systolic heart failure secondary to ischemic cardiomyopathy. The patient was maintained on aspirin and statin. Coreg, isosorbide dinitrate, and hydralazine were continued and/or intensified. There was concern that the patient¿s aki had not completely resolved. It was reported that the patient became somewhat hypervolemic following admission to the coronary care unit (ccu), and after renal recovery the patient was given several doses of IV lasix to restore euvolemia. Tte revealed some aortic valve opening with cardiac cycles, and the patient had intermittent palpable pulses, but was predominantly pulseless. The patient was discharged on (B)(6) 2017 with a discharge diagnosis of vad thrombosis. No additional information was provided.

Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed, and a direct correlation between left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Per technical services'' review low flow alarms were observed on (B)(4) 2017. Pi events were captured almost throughout the log file. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the system controller log file. The log file appeared to show the system operating as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.